Event description:
It was reported that after a peripheral procedure, arteriotomy closure of an unspecified vessel was attempted using perclose proglide devices. Reportedly, the first two proglides did not work. A third proglide device became stuck in the vessel and could not be removed. The device was twisted, broke, and the device was held together by the sutures. A surgical cutdown was performed to remove the device from the anatomy. The vessel was surgically sutured to achieve hemostasis. The patient is reportedly fine. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurred a couple of days before reported). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices, were filed under separate medwatch manufacturer reports.